Manufacturer narrative:
Device was examined by accomplishing functional checks according to defined test procedures in the svc guidelines. All results showed that the device was found to be in the specs. It was verified that the customer is in possession of the current operating manual for this device which lists all of warnings and caution statements regarding treating kidney stones. A new training on the device was proposed to the customer. The pt is currently in recovering phase.

Event description:
Pt experienced complications after lithotripsy treatment; kidney had to be removed. Event occurred in (B)(6).